Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor memorygel breast implant 300cc gel breast prosthesis, cat #3507300bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient who underwent breast augmentation revision with mentor memorygel breast implant 300cc gel breast prostheses developed left side baker grade iii/IV capsular contracture, drainage from breast with no infection, and left side device rupture. The capsular contracture in the left breast caused displacement of the implant creating downward chronic pressure that caused scar to widen and skin to thin out. In addition, it was reported that the left side implant had gel bleed and was very sticky on the outside. The patient also has right side baker grade ii capsular contracture. The patient underwent bilateral explantation and replacement with unspecified mentor gel breast prostheses on (B)(6) 2018. It was reported that only the left explanted breast prosthesis will be returned to mentor. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 05/25/2018, mentor completed the analysis on the suspect medical device. Upon receipt by mentor, the device returned with yellow fluid. White and brown material was observed within the device. No foreign material was observed on the shell surface. Leak testing was performed according with mentor procedures and it revealed a rent measuring approximately 0.3 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Some patients may experience a prolonged wound healing time. Smoking may interfere with the healing process. Depending on the type of surgery or the incision, wound healing times may vary. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Mentor performs 100% inspection and testing of all devices prior to release. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Some patients may experience a prolonged wound healing time. Delayed wound healing may increase the risk of infection, extrusion and necrosis. Depending on the type of surgery or the incision, wound healing times may vary. Delayed wound healing is a known complication associated with these devices and is referenced in our current product insert data sheet. Gel bleed is inherent in the use, design and/or materials specified for these devices and are referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).